Event description:
Pt underwent a lower extremity angiography. During the procedure, it was noted that the cook vcf catheter tip broke off-confirmed by fluoro. The interventional cardiologist used several products to try to retrieve the tip. A amplatz gooseneck snare kit 10mm x 120cm successfully retrieved the tip. Pt was given 4000u heparin bolus IV, on conscious sedation medication for the procedure of fentanyl and versed, ivfs total nss 200cc given. Dx wire terumo angled 0.035 x 150cm with exchanges to terumo stiff angle 0.35 x 260 cm, to boston scientific 5f angle taper 65 cm to the cook 4f 65 cm (noted under fluoro that the vcf tip was not attached to the catheter). Two add'l interventional cardiologists came to assist in the retrieval process with terumo 6f pinnacle 10cm to cordia 6f im supr torg catheterto terumo angled 0.35 x 150 cm to cordis 6f mp a2 catheterto terumo 4f straight 65 cm to terumo stiff straight tip 0.35 x 260 cmx2 to terumo 5f straight 100 cm to terumo stiff angled 0.035 x 150cm to cook j wire 0.035 260 cm to boston scientific magic torque 0.35 x260cm to terumo destination 7fr 45 cm to cook lunderquist .035 x 260cm to terumo destination 7fr 65 cm to the successful amplantz gooseneck snare kit. Post retrieval of the broken tip the procedure did continue without difficulty.